Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with broken power cord was confirmed during evaluation.. The cause of the condition was determined to be a damaged power cord. The power cord was replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of broken power cord. Baxter discontinued service and ceased all design related support on flo-gard 2m8063 ((B)(4)) and 2m8064 ((B)(4)) in the u.s. Region as of (B)(4) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the latin america region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Manufacturer narrative:
Device evaluation is in process, upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a flo-gard infusion pump with a broken alternating current power cord, which could have caused an interruption of delivery. The reported condition occurred during preventative maintenance. There was no patient involvement, injury or medical intervention. No additional information is available for evaluation.